Manufacturer narrative:
Results of investigation: the front panel assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was noted to be fluid ingress.

Event description:
The customer reported that the vela unit had a display that was unresponsive to touch commands. There was no patient involvement at the time of the incident. The issue occurred during set-up/pre-use. There was no harm or injury to the patient.

Manufacturer narrative:
(B)(4). A field service representative was dispatched to the user facility. He evaluated the unit and determined that the root cause of the reported event was a faulty front panel assembly. He replaced the front panel assembly, and performed operational verification and extended system testing. The unit was meeting all manufacturer specifications.

Event description:
The customer contacted carefusion technical support requesting a field service dispatch (fsd), indicating that the touchscreen display is unresponsive to touch commands. This event occurred during setup/pre-use. No patient involvement.